Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (vent-inop alarm and motor fault alarm). The customer performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue. There was no patient involvement associated with the reported event. According to instructions given by carefusion technical support, the customer ordered a main pcb (printed circuit board) to be replaced on the reported ventilator.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed transducer pt800 failed calibration.